Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 4 atms on the second inflation. The number of atms reached on initial inflation is unk. The lesion being treated was a calicified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. Zeon introducer sheath, a runthrough guidewire, and a heart rail guide catheter were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.